Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a lm to lad lesion. It was reported that during the procedure the stent became dislodged in the lad. It was a tortuous anatomy. The physician tried to snare it and the stent moved into the ramus. There the physician was able to deploy the stent.